Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications met specifications at the time of this incident. No hardware errors, flags or other assay issues were reported in conjunction with this event. A beckman coulter (bec) field service engineer (fse) was dispatched in association with this event. Fse performed a pm (preventative maintenance) procedure but did not identify a hardware, software or system issue that would have contributed to this event. The cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2018 the customer reported that non-reproducible elevated troponin I (access accutni+3) results had been generated on the customer's access 2 immunoassay system (serial number (B)(4)) for several patient samples. The elevated access accutni+3 results were released from the laboratory. Samples were repeat tested 4 hours later. Initial and repeat results were not provided. There was a report of change to patient care or treatment which occurred in connection with this event. The details of the change in treatment could not be relayed by the customer. Calibration, quality control and system check were all performing within specifications at the time of the incident. The patient samples were collected in becton dickinson lithium heparin tubes, centrifuges at 1300 rcf (relative centrifugal force) for 10 minutes at 20 degrees celsius.